Event description:
It was reported the cable connection and case are broken. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the output connector, upper and lower case halves were broken. Analysis also found that the battery drawer was broken and contaminated, both bail covers, ring cover, four case screws, both bails and ring were missing, the control knob springs were bent, the control knobs were damaged, the heart wire contacts and block, battery contacts, heart wire flex and battery flex were contaminated, and the interconnect flex, keyboard and seven segment display flex were not connected.